Manufacturer narrative:
The field service engineer performed testing to verify the liquid level detection function. The investigation found that the sample centrifugation time was insufficient according to the tube manufacturer's recommendations. Based on the available data, a general reagent or instrument issue could be excluded. The information provided is consistent with a pre-analytical handling issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed preventative maintenance and exchanged the probe, sipper probe, and the wash tower. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive stat results for 1 patient on a cobas e 411 immunoassay analyzer. The initial result was 23.17 pg/ml. This result was reported and questioned by the physician. The sample was repeated. The repeated results were 6.02 pg/ml, 6.14 pg/ml, and 6.11 pg/ml. The troponin t high sensitive stat assay lot was 416797. The expiration date was requested but not provided.